Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found worn tips and plunger clamps. The fse replaced the lld spring, tip clamps sleeves, and tip clamps. The fse performed splld checking procedure and tested summit with (B)(4) user software. The instrument was tested without problem and was returned to expected operation.